Event description:
A 29 yo female presents to express care unit for left-sided abdominal pain radiated to left back. Urine pg performed due to abdominal pain. First urine pregnancy test was positive, rn repeated test which was negative. Patient sent for stat abdominal ultrasound - no mention of pregnancy within the uterus. Sure-vue urine hcg kit lot # 0000853388, expiration date 3/19/2026, date opened and qc's (B)(6) 2024 acceptable reactivity. Polycystic ovary syndrome and hepatic stenosis.